Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6). Product type recharger other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3. Date is estimated; year is valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain. It was reported that pt was having trouble with recharging the ins for about the last 2-3 months, and the paddle had been overheating since the middle of dec 2022. Pt stated the paddle was getting hot when recharging the ins and caused the ins area to get hot, so they charged for a short period of time and let the paddle cool down. The manufacturer's patient services specialist (pss) asked pt if there is visible damage on the recharger and pt said there is no visible damage on the recharger. Pt mentioned they had less trouble with their old ins than the new device. Pt stated they liked their device, it helped them but the new device was more sensitive. Pss confirmed there was no tissue or skin damage from paddle overheating. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out.